Event description:
Staff alleges that the head section will slowly drift down. There was no reported injury or incident.

Manufacturer narrative:
Bed located in repair area no injury was reported. Requested facility staff to check the head down valve and CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.